Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with a missing retainer, a missing reservoir tube o-ring, a scratched case, a pillowing keypad overlay, and minor scratches on the lcd window. Analysis was unable to perform the displacement test due to missing retainer.

Event description:
It was reported that the retainer ring that holds the reservoir in place was missing. Customer's blood glucose was 142 mg/dl at the time of the incident. Customer was advised the insulin pump will be replaced. The customer will return the device for analysis.